Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asewf902 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported that when attaching the powerloc* safety infusion set with the infusion connector during the process of maintenance, the end of the extension tubing of the infusion set was found detached from the infusion connector. The same problem occurred with two units from the same batch. This report addresses the second device.

Event description:
It was reported that when attaching the powerloc* safety infusion set with the infusion connector during the process of maintenance, the end of the extension tubing of the infusion set was found detached from the infusion connector. The same problem occurred with two units from the same batch. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of detached luer adapters was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was two 20ga x 0.75¿ powerloc safety infusion sets. Usage residues were observed throughout both samples. Both luer adapters were completely detached from the extension tubes. Both extension tubes appeared unremarkable. Tactile inspection of the sample did not reveal any tensile weakness or necking in the extension tubes. Microscopic inspection of both samples did not reveal any damage or deformation. Inspection with a uv light revealed adhesive residue on the extension tubes and luer adapters. The lack of tensile weakness, deformation or damage suggested that the samples were not subjected to excessive force during use. The adhesive bonds appeared to have failed during reasonable use conditions. Adhesive residue was observed on both samples, suggesting that adhesive was applied during device assembly; however, the failure of the bonds suggested that either adhesive deposition or cure was insufficient. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.